Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was impacted and the customer would vomit when the bg level elevated. As these alarms occurred in the past, tandem technical support was unable to determine a possible cause of the occlusions. Reportedly, the customer changed the cartridge every 5-6 days.